Manufacturer narrative:
A 6mm reamer broke during surgery, and the surgeon was unable to retrieve from bone (femur). It was not believed that this would be likely to cause a death or serious injury and the surgeon elected to leave the broken part in situ. It also is understood by the company that an event of this nature to be not uncommon. The design of the reamers were subsequently revised to prevent or further limit the likelihood of a reamer breakage during use. No further cases of breakage have been reported to date. All instruments are examined by portland for signs of wear and tear after each surgical procedure prior to dispatching, and checked again by the surgical team prior to being used in a procedure. Damaged or broken instruments are replaced with new instruments. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.

Event description:
Surgical instrument failure during primary implantation of margron hip replacement system.